Manufacturer narrative:
One cadd legacy 1 pump was received in fair physical condition with a damaged housing. There was no evidence of the reported issue in the event history log. The pump was started in application and there were no problems found with beeping. However, the downstream sensor will be replaced as a preventive measure. The j2 connector will be replaced due to the customer opening up the device.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 was double beeping, has a broken black connector that connects to j2. No patient involvement.